Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible telemetry issue. The implantable pulse generator (ipg) remained in patient.